Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument wires broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified while the surgeon attempted to clamp on a vessel or tissue bundle. The instrument had worked as intended previously. The issue occurred on the 2nd or 3rd clip application. The issue was resolved with a backup clip applier instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of instrument grip cable dislodged proximal to be related to the customer reported complaint. The instrument was found to have a dislodged grip cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist. Additionally, the instrument was found to have cracked clamping pulley(s) on input axis # 6 (grip). The crack resulted in loss of tension of the corresponding grip cable. The grip cable appeared loose at the distal end. Additionally, the instrument was found to have hairline cracks on input axis #6 (grip and #7 (grip). Also, the instrument was found to have an excessive amount of dried, white residue on the clamping pulleys for input(s) 5 (pitch), 6 (grip) ,7 (grip), located inside the backend of the instrument.